Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states, he has had chair 5 years; replacement seat for 2 years. End user stated, seat is cracked on both sides of chair and it pinches him at times.